Event description:
It was reported that the atrial lead sustained rib clavicle crush. Insulation anomaly, noise and low and high impedance was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation and the proximal coil were crushed/damaged and the distal insulation was damaged at 21.0 cm from the connector end as a result of clavicular crush. The damage to the coil which resulted in an open circuit would account for the reported noise and lead impedance anomalies.